Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be upgraded should further info be provided.

Event description:
Boston scientific received info that this product was explanted due to infection. No additional adverse patient effects were reported.